Manufacturer narrative:
An event regarding infection involving a uhr head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: the provided medical records and x-rays were rejected for review. Clinician stated "need operative notes, patient clinical notes, histopathology, serial x-rays, and examination of the explanted components." Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot and sterile lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative notes, patient clinical notes, histopathology, serial x-rays, and examination of the explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a stage 1 revision was performed on patient's left hip due to infection. A bipolar component, restoration modular stem system, and cable were removed. An antibiotic spacer was put in.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 26mm -3 lfit v40 head; 6260-9-026; 61837004, 21mm mod rev hip bdy/blt +10mmcomponent level 9006-1-121; 6276-1-121; 59511803, mod con dist stem 17 x 155 mm; 6276-7-017; caxw60ha, unknown cable; unknown cat#; unknown lot#. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that a stage 1 revision was performed on patient's left hip due to infection. A bipolar component, restoration modular stem system, and cable were removed. An antibiotic spacer was put in.